Manufacturer narrative:
As no product was received, further investigation was not possible. No product problem was found.

Manufacturer narrative:
The meter serial number was (B)(4). Quality controls were tested on the meter on (B)(6) 2023 and (B)(6) 2024 and both levels passed. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from the accu-chek inform ii meter. At 13:22, the result was 497 mg/dl. At 13:23, the result was 224 mg/dl. The customer stated the patient was treated with insulin, but did not know what amount or what time it was given.